Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12cm distal to the is-1 connector pin and 51cm proximal to the lead tip. A proximal and a distal fragment were received for analysis. A medial fragment (approximately from 1cm to 4cm length) was probably not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the returned lead fragments was scrutinized, including a visual inspection. The analysis revealed that the conductor cable leading to the rv shock coil was found fractured 4cm distal to the df-1 connector pin, which is assumed to be the root cause of the reported increasing shock impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages such as a deformed rv shock coil, most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 56 months, an increasing shock impedance was observed. The lead was explanted.